Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6. The reported event was confirmed by review of x-rays. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: imaging findings: femoral and tibial knee arthroplasty components are present. The tibial component is undersized with slight medial overhang. Linear radiolucency underlying the medial tibial baseplate may be due to medial tibial plateau cut being deeper than lateral tibial plateau cut (versus due to loosening). There is mild varus tilt of the tibial component associated with an small wedge-shaped radiolucency at the lateral tibial plate-bone interface and along the tibial stem medial metal-bone interface, consistent with loosening. Impression - ap image of the left knee shows femoral and tibial knee arthroplasty components. Tibial component is undersized with slight medial overhang, and is loose. Linear radiolucency underlying the medial tibial baseplate may be due to medial tibial plateau cut being deeper than lateral tibial plateau cut (versus radiolucency due to loosening). This finding is associated with varus tilt of the tibial component and radiolucencies at the lateral tibial plate-bone interface and at the tibial stem medial metal-bone interface. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 42512100910, articular surface medial congruent (mc) left 10 mm height use with tibia sizes g-h/cr femur sizes 8-11, lot # 66682319. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 3 months post implantation of an initial left total knee arthroplasty, the patient was revised due to tibial subsidence, and tipping into varus. Only the tibial component was revised. No additional information on the event is available.